Event description:
A pt sitting on the edge of the table accidentally activated the tilt switch with their heel. The table started tilting, and the pt began to slide off the table. The pt's family member caught the pt before the pt slid off the table.